Manufacturer narrative:
Remote service was provided. It was determined that this was a malfunction of the therapy capacitor for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy capacitor. The reported problem was confirmed. The customer replaced the therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.